Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a patient with a delay in surgery due to the alinity ipth assay. The following information was provided: the customer could not perform an alinity ipth test. The customer was planning to use ipth intra-operatively, and the patient was intubated prior to the surgery being cancelled. The patient received unnecessary anesthesia and intubation. No further diagnosis or patient details are available.

Manufacturer narrative:
Labeling was reviewed and found to be adequate. The ipth assay is not intended to be used intraoperatively and the customer used the product off-label. The cancelation or delay in a patients surgery was due to a use error. The failure of the laboratory to notify the physician the analyzer would not be available for testing was not a result of the analyzer hardware failure. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. The issue was resolved by replacement of the lower controller pcb (part number a-90000085-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.